Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the log files for this event were reviewed. Review determined that the pointer was not used and therefore the described issue could not be confirmed. The investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found. Investigation summary: according to the information received, the issue with the following product: 451570101 sn: (B)(6) was experienced: " surgeon stated that he's noticed his chamfer cuts over his last few cases have been over resected and seem to be more over resected each subsequent case." The described issue was unconfirmed. Without use of the pointer tool the described issue cannot be confirmed. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process, see cadaveric accuracy study report (103720852 rev d), the alleged values of this complaint are within the expectations of system performance. The system is performing as intended and therefore a root cause cannot be determined with a single assignable cause. Please refer to ¿recommendations¿ for guidance on how to ensure the most optimal outcome is achieved. Recommendations: refer to the IFU version that corresponds to the software version being used. Excerpts below are taken from IFU 0902-60-022 rev. J. It is recommended that the user follow the guidance on page 99 section 14: intraoperative use, pre-operative setup checklist "the following steps must be confirmed prior to the start of the intraoperative procedure" "holding arm is attached to the bedrail, aligned with the center of the patient¿s hip" it is recommended that the user follow the guidance for "robotic-assisted device positioning" on page 124 of the IFU (0902-60-022 rev. J) it is recommended that the user follow the guidance on "performing resection" pages 126-129 of the IFU (0902-60-022 rev. J) related to leg stabilization and cutting technique to reduce the likelihood of blade deflection. Additionally, it is recommended that use of a pointer check as specified on page 129 of the IFU (0902-60-022 rev. J) is utilized to verify the resection plane accuracy and correct any deviations. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Root cause: the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found. Device history lot: null. Device history batch: null. Device history review: no manufacturing record evaluation required as no manufacturer or service-related issue found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, july 01, 2024.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, the chamfer cuts over the last few cases were over resected and seem to be more over resected each subsequent case. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.